Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was observed to be torn over the up arrow. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under the contrast button contact was observed. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. There is a hole in the keypad area next to the up button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.